Event description:
A malfunction was reported with a code displayed as malf 9. There was no adverse impact to the customer¿s blood glucose level. The customer did not reset the pump initially, and technical support provided information on resetting the pump, with the customer planning to call back for assistance. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.